Manufacturer narrative:
Four opened knife samples were received in blisters unrelated to the complaint file for the report of dull knives. Three returned knives had no tip protection and one knife had a foam tip protector. The returned samples were visually inspected and sample numbers 1, 2 and 3 were found to be nonconforming with a damaged tip and damaged cutting edges. Sample number 4 was found to be nonconforming with a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the samples. As no lot number was identified with this complaint, lot history and complaint history reviews could not be conducted. A photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of 4 knife tyveks belonging to (B)(4) and 16 knife tyveks belonging (B)(4). As the returned knives were received in blisters unrelated to the complaint file, the lot information on tyveks is not valid for this complaint. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that four knives were noted to be dull during separate cataract surgeries during the last eight weeks. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.